Event description:
Last 2 libre 3 blood glucose sensors started giving false low readings. The second one failed after 7 days. The first one worked for 10 days but then I discovered it was not accurate after I did a finger prick test. I wasn't feeling good because the finger prick test was showing a much higher glucose reading (168) while the sensor was showing a reading much lower (96). I replaced this sensor early because it was giving me information that caused me to adjust my eating habits when I should have been doing the opposite. I requested they abbott to replace the sensors but they denied. Pt code: 4582. Device code: 2460. Reference: mw5184302.